Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs), a non-penumbra microcatheter, and a non-penumbra parent catehter. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician implanted a non-penumbra coil into the target vessel. Next, the physician encountered resistance when a pod pc was advanced approximately 80 centimeters into the microcatheter. Therefore, the pod pc was removed. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc revealed that pusher assembly was fractured, and the embolization coil was detached from the pusher assembly within the introducer sheath. If the device is forcefully advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. If the pusher assembly fractures, the pull wire will retract out of the pusher assembly distal detachment tip (ddt), and the embolization coil will detach. Based on the return condition, the device could not be functionally tested. The root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.